Event description:
It was reported that during a low anterior resection procedure, only one donut was present on the distal side. Pt had to have a covering colostomy using a competitor's device to complete the procedure, which increased or time by 2 hours.